Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised. A gmrs/mrs/mrh knee construct comprised of 12 devices was implanted. Update 13/march/2019: as reported by rep "patient had a distal femoral fracture, primary triathlon components were removed and stryker revision components were reimplanted. No other info available."